Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced frequent nocturnal hypoglycemic episodes, with a documented low blood glucose value of 39 mg/dl. The user managed the episode with fast-acting carbs and reported symptoms of shakiness and sweating. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.